Manufacturer narrative:
A review of the device history records was completed: manufacturing documents were reviewed and no complaint related issues were found. A manufacturing evaluation was completed: on (B)(6) 2013 the unilock reconstruction plate 2.4 was implanted because of a resection of a part of the mandibular. According to the device report the patient felt a pain and the breakage of the implant was found on (B)(6) 2014. The revision surgery to remove the broken plate was performed on (B)(6) 2014. There was no report with respect to the aftercare of the patient. No x-ray images were provided. Based on the topography of the fracture surfaces, it is likely that the implant was subjected to moderate dynamic bending loads on one side. Constantly alternating load cycles led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the unilock reconstruction plate 2.4. The plate could not resist the applied force which finally led to the material overload /fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported the event in (B)(6). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had reconstructive surgery on (B)(6) 2013 for central arch of the mandible, using a synthes reconstruction plate 2.4 mm unilock. Patient reported pain in the chin area and it was discovered on (B)(6) 2014 plate was broken. Reconstruction plate was removed and replaced on (B)(6) 2014.